Event description:
Healthcare professional (hcp) reported a patient was injected by another hcp with 1.0ml of juvederm vista volite in the forehead. Two days post injections, the patient experienced ¿blood flow disorder (suspected venous embolism)/ white comedo-like symptoms between the eyebrows.¿ and that same day, the patient was treated with hyaluronidase by the injecting hcp. That same night, the redness spread, and pus started to form, so the patient popped it themselves. The following day, the patient had a ¿second hyaluronidase dissolution also by the injecting hcp.¿ the injecting hcp also treated the patient with ¿cefzon (antibiotic), loxoprofen (painkiller), rebamipide (stomach medicine), topical acne medication.¿ that same day, the patient went to the hospital for ¿a streaky and spreading red rash measuring 5cm long and 1cm wide and accompanied by a comedone was present from the area between the eyebrows to the forehead. Pain was also present. Venous embolism was suspected.¿ the hospital¿s hcp treated the patient with ¿hyaluronidase 3.0ml (450iu), prostandin 2v (40mg) infusion.¿ the patient was also treated with ¿cefzon, ibuprofen, and rebamipide taken orally for three days and then discontinued. One week later the patient had a follow-up examination and showed improvement in the blood flow disorder. Although erythema remained, there were no signs of necrosis such as erosion or ulcers. The doctor explained that the erythema would become less noticeable in about 3 to 6 months. The doctor instructed the patient to contact them if there was no improvement. There was no further contact after that, and follow-up was terminated as the patient's symptoms improved. The reporting hcp additionally reported ¿this was a typical case of venous embolism caused by injection into a dangerous area. The doctor in charge thought that "it was a skin-care product injected into the dermis, so it's impossible for an embolism to occur," and explained this to the patient, treating it as acne. The patient strongly requested that the substance be dissolved, saying, "isn't this a blood flow disorder? Please dissolve it." A small amount was used, and the substance was dissolved. Naturally, the dissolution was insufficient, and the area of blood flow disorder expanded within half a day. The patient strongly requested a second dissolution, and the dissolution was performed, but the doctor in charge had misdiagnosed the comedo as acne in the first place and prescribed a topical acne medication. This led the patient to become distrustful and seek a second opinion at our hospital. If our hospital had not responded urgently, necrosis may have spread over a wide area, and the wound may have healed but left a disfiguring scar.¿ symptoms status is unknown.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Manufacturer narrative:
Additional, corrected, and/or changed data: b5.

Event description:
Healthcare professional later reported follow-up examination showed improvement in blood flow disorders. Although erythema remained, there were no necrotic symptoms such as erosions or ulcers. The patient was told that the erythema would fade in about 3 to 6 months. Symptoms are improving but ongoing.